Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, there was blood in/on the helix mechanism and sleevehead, and the lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported during implant, the helix of the lead did not fully extend. The helix was retracted and then, it would not extend at all. The lead was not used, and a new lead implanted. No patient complications were reported as a result of this event.